Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 87 mg/dl on compact plus meter (system 1), and 167 mg/dl on compact plus meter (system 2). Customer used the same drum of test strips with both meters. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.